Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch ultra2 meter had a power issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue occurred during the afternoon of (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. "3 - 4 hours" after the alleged power issue started the patient experienced the symptoms of "thirsty, hungry and needed to urinate"; symptoms which the patient associated with hyperglycemia. In response to these symptoms the patient self-treated by taking an additional 10 units of insulin. No blood glucose readings were provided from this time. At the time of troubleshooting the cca noted that the batteries did need to be changed. Once they were changed the meter would still not power on. There was no misuse of the product. The patient&#62688;products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them developing symptoms indicative of serious injury after the alleged product issue began.